Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the outer cannula of the device can't be fired. It was further reported that the firing button was a bit stuck but still can be pressed. No coaxial needle was used, and the procedure was completed by using another device. There was no patient reported injury.

Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. Prior to the procedure, the device cannula was not fired and firing button got stuck. No coaxial needle was used. The procedure was completed by another device. There was no patient contact.

Manufacturer narrative:
H11: additional follow up received that the reported event happened before surgery (no patient contact). Hence, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, g3, h6(patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.